Event description:
Vns patient passed away just 5 days after vns implant surgery. It was reported that the patient was found dead in their bed, presumably due to sudep and not related to the vns. It is not known whether the patient was receiving vns therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.